Manufacturer narrative:
(B)(6). Method: the subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit was not returned to f&p healthcare in new zealand for evaluation as it had been discarded by the healthcare facility. Our evaluation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: a review of the photograph and video provided by the healthcare facility confirmed the presence fo water and a large amount of white residue around the base of the subject mr290v vented autofeed humidification chamber. There was no damage to the chamber visible in the provided photo or video. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking water from the connection between the chamber's dome and base during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking water from the connection between the chamber's dome and base during patient use. There was no reported patient harm.